Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with cgm readings up to 261 mg/dl and a stable horizontal trend, after eating and issuing a meal announcement; the user reported using an inset infusion set and a g7 cgm, and the reason for the high glucose was unclear. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.